Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose and the pump alarmed insulin flow blocked. The customer reported that they are at an altitude of a little over 4000 feet and has previously has had a problem with his blood glucose at altitudes different from his home environment. Patient's blood glucose at time of incident was 506 mg/dl. Patient's current blood glucose was 398 mg/dl. The customer treated for high blood glucose with syringes. The customer stated the insulin exited during 5.0u prime. The customer will continue to monitor his pump and blood glucose and call if he needs further assistance. The insulin pump will not be returned for analysis.